Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative alarm was confirmed in the event log. The device's system board and blower assembly were replaced to address the issue. Additionally, a silver sticker around the button peeled off so the vanity cover assembly was replaced. Final test, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly. A supplemental final will be filed.